Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an infusion set kinked cannula, resulting in an elevated blood glucose (bg) level and diabetic ketoacidosis (dka). An exact bg level was not provided. The customer went to the emergency room (ER) for treatment. During a follow-up call the following day, the contact stated that the customer was still in the hospital and that they would call back at a later time. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.